Manufacturer narrative:
Medical device lot #: 6124914, medical device expiration date: 05/31/2017, device manufacture date: 05/03/2016, medical device lot #: 6090533, medical device expiration date: 04/30/2017, device manufacture date: 03/30/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had abnormal additive. No serious injury or medical intervention reported.